Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The physician was able to cannulate the bile duct with a preloaded fusion omni tome with an acrobat wire guide .035 [in.]x260 cm. The sphincterotome was prepped properly., flushing sterile water through the wire port in order to wet the wire. Once the physician cannulated, cholangiogram and sphincterotomy was performed. The sphincterotome was withdrawn and the nurse did a short exchange. The nurse then backloaded a fusion quattro balloon over the acrobat wire guide. The physician fed it down the endoscope and also locked the wire. The physician was having difficulty advancing the balloon out of the distal end of the endoscope. The cook rep suggested to go [use a] long endoscope that would relax the acute angle the endoscope was producing but the physician was till feeling resistance. The cook rep then suggested to push the balloon out of the endoscope and at the same time turn the big dial (up down lever) towards him, like milking up a plastic stent. The physician did as the cook rep suggested and the balloon was coming out of the endoscope. The balloon was going up the duct with resistance and as soon as the cook rep saw the intra ductal exchange (ide) port on the balloon, the bare wire without the coating could be seen. The physician pushed the balloon a little more into the duct and the cool rep then saw the coating of the wire next to the balloon catheter. The doctor was able to strip off the wire coating enough and was able to conduct his balloon sweeps. At the end of the procedure everything was withdrawn from the endoscope and it was not noted that the coating had stripped off (detached). Procedure was successful. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the returned device confirmed the report. Near the 20 cm mark on the distal end of the wire guide the coating has peeled back on the core wire. The area of damage is approx 11 cm in length. No portion of the device is found to be detached or missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our inability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.